Manufacturer narrative:
A maquet field service technician investigated the unit and found a shorted compressor and a shorted fan. The defective parts were replaced. The unit was also charged with freon. The technician performed a preventive maintenance, functional test and safety check as per the service manual. All tests were performed successfully.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit. The technician found the unit not running and found a tripped 12 amp breaker. The 12 amp breaker was reset and the technician tried to restart the unit but the 12 amp breaker tripped again. The unit was sent to the repair depot for repair. After investigation results becomes available a supplemental medwatch will be submitted.

Event description:
Customer stated device switched from warming to cooling on its own. When asked, customer said no harm to patient was reported and unit was swapped out with another heater / cooler during this event. (B)(4).